Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving glucose suspend alerts on 16 nov 2025,day 235 after insertion and an RMA was authorized for the return of the sensor. Upon receipt,a visual inspection of the returned sensor revealed no anomalies. In-house testing on the returned sensor showed optical instability and sensor was chemically underperforming in all sensing areas. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 15 feb 2026. G3. Date received by the manufacturer? 15 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.